Manufacturer narrative:
Follow up information received on 20-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Sample was not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case report is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) placed for permanent contraception and was experiencing pelvic pain. Almost 5 years later, she underwent a hysterectomy. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2010. On or about (B)(6) 2009, plaintiff presented to her physician to discuss her options for permanent contraception. On or about (B)(6) 2010, plaintiff underwent the essure procedure. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. On or about (B)(6) 2014, plaintiff saw doctor and underwent a hysterectomy. She reported to her healthcare provider that she was experiencing severe pelvic pain, sharp and stabbing abdominal pain, abnormal and heavy menses, and mood swings. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) placed for permanent contraception and was experiencing pelvic pain. Almost 5 years later, she underwent a hysterectomy. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure. Concurrent conditions included cervical dysplasia. On (B)(4)2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2011, the patient experienced mood swings ("mood swings"). In 2012, the patient experienced abdominal pain ("sharp and stabbing abdominal pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), neuralgia ("nerve pain in hands"), vaginal discharge ("vaginal discharge"), dysplasia ("dysplasia"), adenomyosis ("adenomyosis") and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(4)2014. At the time of the report, the pelvic pain, abdominal pain, mood swings, dyspareunia and coital bleeding had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, neuralgia, dysmenorrhoea, vaginal discharge, dysplasia and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, menorrhagia, menstrual disorder, mood swings, neuralgia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(4)2014, ultrasound pelvis small right ovarian cyst. Small bright echogenic foci upper uterus potentially could be small portion of essure device. Quality-safety evaluation of ptc: sample was not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case report is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on(B)(4)2018: new events added- abnormal bleeding (vaginal, menorrhagia), nerve pain in hands, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, dysplasia, adenomyosis and bleeding after intercourse. Lot number added. Fup 2 and 3 processed together. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure. Concurrent conditions included cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2011, the patient experienced mood swings ("mood swings"). In 2012, the patient experienced abdominal pain ("sharp and stabbing abdominal pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), neuralgia ("nerve pain in hands"), vaginal discharge ("vaginal discharge"), dysplasia ("dysplasia"), adenomyosis ("adenomyosis") and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, mood swings, dyspareunia and coital bleeding had resolved and the menorrhagia, menstrual disorder, vaginal haemorrhage, neuralgia, dysmenorrhoea, vaginal discharge, dysplasia and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, coital bleeding, dysmenorrhoea, dyspareunia, dysplasia, menorrhagia, menstrual disorder, mood swings, neuralgia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014, ultrasound pelvis small right ovarian cyst. Small bright echogenic foci upper uterus potentially could be small portion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.